Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an intestinal resection procedure, while being applied on the small intestine, the two halves of the device could not join and lock into place as usual on the hinge pin. Another device was used to complete the procedure. There was no patient injury.